Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the olympus electrosurgical generator esg-400 had an e433 error code. The issue occurred during maintenance. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see update to d9, h3 of the initial medwatch. The device was returned to olympus for inspection, and the reportable malfunction was confirmed the error (e433) identified the generator board as the cause of the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: 1. Malfunction of the esg-400 due to interspersed electromagnetic interference fields 2. The user presses the footswitch during device startup 3. Defective foot switch due to a short circuit in the plug 4. Defective footswitch due to defective reed contact 5. Defective cable connection between high voltage power supply (hvps) board and generator board 6. Defective cable connection for the output signal between the generator board and the relay board 7. Defective transformer tr1 on the generator board 8. Defective current transformer on the generator board 9. Defective impedance converter on the generator board 10. Defective peak value rectifier on the generator board 11. Missing control for the output stage of the generator board 12. Output voltage too low due to poorly switching hf output stage on the generator board 13. No or too low supply voltage from the hvps board 14. Defective hvps board due to short circuit of the mos transistors. In such cases, popping noises or flashes can sometimes be observed or noticed by the user. The cause here could be a defective transformer tr5 on the motherboard, which incorrectly switches the hvps to 110-volt operation when the mains voltage is 230v. 15. Defective motherboard due to short circuit of resistor ntc1 16. Defective motherboard due to defective adc 17. Defective transient-voltage-suppression (tvs) diode on the relay board additionally, there are some known cases in which the error message e457 occurs first and then only the error message e433. Cases of this type can usually only be identified from the entries in the error log. Olympus will continue to monitor field performance for this device.